Event description:
It was reported that a remote monitoring transmission showed an elevated count of short v-v events over the previous 3 months. The clinician was discussing the finding with the physician. Additional information was requested to determine if the oversensing was attributed to the device or right ventricular lead, however, no further information was provided. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.